Event description:
A report was received that the patient's lead had disconnected from the ipg header. The physician reconnected the lead and the patient was reportedly doing well following the procedure.